Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported infection at insertion site with symptoms of redness, pain and oozing. The patient first noticed the symptoms on (B)(6) 2024, few days after the insertion. User has been applying peroxide and antibiotic ointment and insertion site had gotten better and continues to heal. No further investigation was found necessary for this complaint.

Event description:
On 31 october 2024, senseonics was made aware of an incident where user reported infection at insertion site with symptoms of redness, pain and oozing. The patient first noticed the symptoms on (B)(6) 2024, few days after the insertion. User has been applying peroxide and antibiotic ointment and insertion site had gotten better and continues to heal.